Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, mildly tortuous, 90% stenosed, de novo right coronary artery (rca) the 2.5 x 8 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation of a deployed xience xpedition stent when during the first inflation the balloon ruptured at 4 to 6 atmosphere (atm). A different nc trek bdc was used and the procedure was completed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal; guide cath: mach 1 6fr; stent: xience xpedition. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.